Event description:
Same case as MFR #6000093-2005-00010. It was reported that the pt was enrolled in the program in 2004. Target lesion 1 (10 mm long) was identified in the mid to distal cx with 70% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 3.5 x 24 mm taxus stent. (This was a bifurcated lesion involving the mid cx and om2) target lesion 2 (5 mm long) ws identified in om2 with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.0 x 20 mm taxus stent. This stent was placed half in om2 and half in the proximal portion of the taxus stent in the cirumflex in a 'culotte' fashion. Following kissing balloon inflations, there was 10% residual stenosis within the stented segments. There were no reported complications and the pt was discharged the following day. The pt returned with recurrent angina. Cardiac catheterization revealed lmca without evidence of disease, lad occluded in mid portion, lcx (target vessel) 80% proximal stenosis prior stented area minimal instent restenosis up to 25%, rca 70% mid tubular stenosis. Eight mos later, the pt underwent cutting balloon angioplasty of the proximal cx lesion, followed by placement of a 3.5 x 24 mm taxus stent. Residual stenosis was 0% following post-dilation. There were no reported complications and (per crf) the pt was discharged the following day. In the opinion of the physician, the relationship of the event to the taxus stent is "not related."